Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during a follow up in clinic, loss of capture and p-wave amplitude variation were noted on the right atrial (ra) lead resulting in the patient experiencing dyspnea. Diagnostic imaging was performed and cardiac perforation was observed. A drain was implemented to address the pericardial effusion. The ra lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, loss of capture and p-wave amplitude variation were noted on the right atrial (ra) lead resulting in the patient experiencing dyspnea. Diagnostic imaging was performed and cardiac perforation was observed. A drain was implemented to address the cardiac tamponade. The ra lead was explanted and replaced. The patient was in stable condition.